Event description:
The patient fell in the shower and hit his head on the bathtub (date unk). He was unable to hear when he put his speech processor on. At the implant center, the audiologist could not connect to the device. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to specifications. Explantation/reimplantable surgery is being discussed with the surgeon.